Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed after the initial use of the bisector to take a branch of the saphenous vein a continuous red glow coming from the tip of the bisector. The harvest cannula was removed from the operative field along with the bisector and a new hemopro was opened to complete the surgical procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. Signs of clinical use and evidence of blood were observed on the harvesting handle. There was little blood observed on the jaws and heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle, or the switch. The switch was examined under the microscope. No residue or contamination was seen on the switch. We were unable to observe any electrical issues. A microscopic analysis also revealed that the heater wire was observed to be bent, and the silicone on the hot jaw was observed to be cracked. Based on the condition of the device as returned and the results of the evaluation, the reported failure ¿device remains activated¿ is not confirmed, however the analyzed failures "bent wire" and "thermal decomposition of device" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed after the initial use of the bisector to take a branch of the saphenous vein a continuous red glow coming from the tip of the bisector. The harvest cannula was removed from the operative field along with the bisector and a new hemopro was opened to complete the surgical procedure. The hospital did not report any patient effects.